Event description:
It was reported that subsequent to the implant of a protegen sling in 1998, the patient suffered injuries and the device was removed in 2000. The device was not returned for evaluation.